Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple intermittent out of range issues occurred between the transmitter and pump, with no continuous glucose monitor (cgm) sensor readings. The customer reported blood glucose (bg) levels between 50-280 (mg/dl). Candy was consumed to address the low bg level and a bolus delivered to address the elevated bg level. The current pump will continue to be used for diabetes management.